Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44mg/dl. The customer reported that they think they over bolused. The customer did not mention any symptoms of their blood glucose levels. The customer was treated for the low blood glucose with carbs. The customer did not provide their blood glucose value at the time of the call. The customer was assisted with troubleshooting and was sent a replacement blood glucose sensor. The sensor will be returned for analysis. Ozp-mmt-7020-snsr; frn-unk-rsvr; unomed set.